Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Event description:
Consumer states that the overlay on the new battery is torn and wires are exposed.

Manufacturer narrative:
Additional/updated information was added to reflect the battery being returned to the manufacturer for evaluation. The result of the evaluation was that the battery cord was pulled out, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Consumer states that the overlay on the new battery is torn and wires are exposed.